Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that although the pink slide advanced as expected during pod activation, the needle failed to deploy and did not insert into the skin, indicating a needle mechanism failure. Upon pod removal, the cannula was not visible. The pod was not worn and was discarded by the patient; therefore, it is not expected to be returned for investigation. The patient applied a new pod and successfully resumed therapy. No impact on the patient¿s blood glucose levels was reported.